Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Since (B)(6) 2015, the customer received error messages and questionable ion selective electrode (ise) potassium results when samples were serially tested. Of the data provided for seven patient samples, only the results for three patient samples tested on (B)(6) 2015 were discrepant. Patient 1 was tested five times with results between 3.6 mmol/l and 4.4 mmol/l. Patient 2 was tested 11 times with results between 3.8 mmol/l and 4.8 mmol/l. Some of the results were accompanied by data flags. Patient 3 was tested 10 times with results between 3.0 mmol/l and 4.0 mmol/l. Information was provided that results were reported outside the laboratory, but the specific result reported for each patient was not provided. No adverse event was reported. The electrode lot number and expiration date were requested, but were not provided. The field service representative exchanged some parts including the preamplifier. The customer stated that everything works fine since the service visit.